Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The delivery wire was returned along with a competitor microcatheter. Analysis revealed that the coil had detached from the delivery wire and it was stuck within the returned microcatheter. The coil could not be extracted for analysis. Microscopy analysis showed that the coil detached from the delivery wire in close proximity to the detachment zone, there was also a kink on delivery wire indicative that excess force was exerted on the unit. Information available indicated that the device was confirmed to be in good condition prior to use. Based on analysis and information available, it is probable that procedural factors limited the performance of the device during procedure resulting in the event and damages found. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
It was reported that as the coil was being advanced through the microcatheter, it broke. The physician removed the microcatheter along with the coil as one unit without any clinical consequence to the patient.

Event description:
It was reported that as the coil was being advanced through the microcatheter, it broke. The physician removed the microcatheter along with the coil as one unit without any clinical consequence to the patient.